Manufacturer narrative:
Additional initial reporter & occupation-(B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).h3 other text : device not returned.

Event description:
It was reported that shortly after advancing the intra-aortic balloon (iab), the pump generated a fiber optic sensor failure alarm. The customer was advised to remove the orange cable, coil it up, and mark it "broken". They then transduced the inner lumen to the pump for indices. The catheter was leveled, zeroed, and therapy continued. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.